Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right atrial lead exhibited noise oversensing. The lead was capped and replaced on 28 apr 2023. The patient was stable.